Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. A review of the device lot history record did not reveal any non-conformances that could have contributed to this complaint. All rx acculink devices undergo 100% visual inspection in the manufacturing process at abbott vascular, there does not appear to be a device quality issue.

Event description:
Device malfunction: misplaced. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, there was a small "jumping" noted with the rx acculink stent. The stent covered only half of the target lesion. A second rx acculink was deployed successfully to cover the remaining target lesion. There were no reported pt adverse effects. Although requested, there is no add'l info available.